Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned multi-link rx zeta stent delivery system (sds) found that the soft tip was separated and not returned. A stretched portion, 1.5 mm in length, of the soft tip was still intact at the distal end of the clear gap. The outer member was wrinkled 12.5 cm distal to the guide wire exit notch for a length of 3 mm. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. It is possible the tip of the sds interacted with the guiding catheter, resulting in the tip damage. Additional manipulation of the sds during removal of the sds from the guide wire possible resulted in the tip stretching and ultimately separating and the noted wrinkled shaft; however, this could not be confirmed. Difficulty advancing the sds through the guiding catheter may be influenced by several factors including, but not limited to, manufacturing (stent crimping), stent damage, guiding catheter damage, and handling during removal of the protective sheath or preparation for use, or insertion technique. Analysis of the returned product noted the stent was stationary on the tightly folded balloon between the markers with no damaged noted. The stent outer diameters were measured and met manufacturing criteria. The guiding catheter used in the procedure was not returned; therefore it is unknown how it may have contributed to the reported difficulties. The returned sds was advanced through a new guiding catheter with no resistance noted. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulty positioning the sds in the guiding catheter and tip separation could not be determined. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force.

Event description:
It was reported that during a procedure of a de novo lesion of the proximal right coronary artery, the non-abbott guide wire was positioned across the lesion and direct stenting with a 2.75 mm x18 mm multilink rx zeta was attempted but could not be advanced in the guide catheter. The zeta was removed from the anatomy and it was noted that the tip of the stent delivery system (sds) was distorted. A second 2.75 mm x18 mm multilink rx zeta was used in the procedure. There was no reported patient effect. No additional information was provided. Device analysis revealed the sds was returned with the tip separated. The separated portion was not returned.